Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd eclipse¿ needles there was coring occuring. The following was received by the initial reporter: I have been notified by multiple technicians working in the pharmacy that when they use the bd eclipse needle - 18 g x 1 1/2" they have been noticing coring issues in the vial.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported while using the bd eclipse¿ needles there was coring occuring. The following was received by the initial reporter: I have been notified by multiple technicians working in the pharmacy that when they use the bd eclipse needle - 18 g x 1 1/2" they have been noticing coring issues in the vial.